Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable. A trial femoral stem is meant to be removed from the body; therefore, there was no patient injury as a result of this event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on (B)(4) 2015. Evaluation of the returned device confirmed that it disengaged from the inserter as intended.

Manufacturer narrative:
MDR number 1825034-2015-00226-2 was sent in error due to an incorrect MFR number being used. Reports numbered 1825034-2015-00226-2 and 1825034-2015-00226-3 may be removed from the record.

Event description:
It was reported patient underwent a right total hip arthroplasty on january 7, 2015. During the procedure, the four prongs of the inserter would not disengage while impacting the acetabular cup. The acetabular cup was removed and attempted to be reimplanted with a curved inserter handle without success. A larger acetabular cup was implanted and a 40 minute delay occurred during the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-00226 / 00227).